Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced irritation and inflammation at the pocket site following implant. The pt also experienced redness, itching, and skin necrosis. An allergy test revealed the pt was allergic to medical adhesive and titanium. The physician stated the pt also showed a contact allergy to diphenylguanidine and propolis. The pt underwent a scar revision and necrotic tissue was removed. The device was explanted on (B)(6) 2011. The device had been providing 80% pain relief. Following explant, the pt recovered from the allergic reaction, the wound was healing and redness had disappeared.